Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms for approximately 3-5 minutes before it became an irreversible fault alarm while supporting a patient. The customer also reported tha the patient had readings of br 130, fv 20-30s and co in the 3s during the alarm and did not return to his baseline values. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms for approximately 3-5 minutes before it became an irreversible fault alarm while supporting a patient. The customer also reported that the patient's driver displayed beat rate readings of 130, fill volume readings in the 20-30s and cardiac output readings in the 3s during the alarm, and they did not return to his baseline values. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no abnormalities. Review of the alarm history (eeprom) revealed that no alarms were recorded while the driver was supporting the patient. Only permanent fault alarms are recorded in the alarm history. Intermittent and recoverable alarms, such as battery alarms, temperature alarms or fault alarms that are resolved within their corresponding recovery duration, are not recorded in the eeprom. The driver was tested and met all test acceptance criteria, which included normotensive and hypertensive patient simulator settings, with no anomalies or unintended alarms. The driver was then tested for an additional 48 hours under normotensive patient simulator settings, and the driver performed as intended. The driver did not exhibit any irreversible fault alarms or low cardiac output. The investigation concluded that the freedom driver performed as intended, and there was no evidence of a device malfunction. The freedom driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.